Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During use of the device for a surgical procedure, the user reported the sternal saw stopped working. The pt had previous heart surgery and the sternal saw accidentally hit the sternal wire, causing the saw motor to stop. An alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.